Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pacing impedance measurement. The lv pace impedance measurement was noted to be consistently high in the past months. Further, there was lv loss of capture in all vectors, thus, a lead fracture was suspected. Furthermore, the physician suspected that the lv lead had backed out of the device header. A chest x-ray was planned and the lv lead was turned off. Additional information obtained from the field representative indicated that the cause of the observation was not conclusively confirmed and the patient will continue to be monitored. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.